Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-48578. It was reported that the patient experienced ineffective stimulation. Migration was confirmed via imaging. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, stimulation therapy was restored. It is unknown which lead was replaced, therefore both leads are being reported.